Manufacturer narrative:
Internal reference: (B)(4). Block h6: added code 4755 (part/component/sub-assembly term not applicable), 4614 (serious injury/ illness/ impairment) and 3243 (stress problem identified).

Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufactures policy. No information available. All reasonably known patient information is included in this report. No information available. Suspect products: not applicable for this device. Implant, explant, and device evaluation dates: not applicable for this device. The returned device was visually and microscopically inspected. The manufacturer's guide wire was stuck on a non-manufacturer''s catheter at 106.2 cm from the distal end. A portion (25.5 cm) of the manufacturer's guide wire was inside the non-manufacturer''s catheter, but with some strain was able to be removed with high resistance. However, a portion of the non-manufacturer''s balloon remained attached to the manufacturer's guide wire at 126 cm. Multiple bends were observed on the manufacturer's guide wire with no rough or sharp edges. The probable cause of the reported failure were the bends on the composite core. The bends had an impact on the interaction between the manufacturer's guide wire and the non-manufacturer''s catheter. Manipulation can result in the reported failure. In addition, the health effect impact code (heic) field was intentionally left blank. A supplemental MDR to follow upon availability to enter code: (B)(4). Recall or correction/removal #: does not apply to this submission.

Event description:
It was reported that during a coronary procedure, the manufacturer's guide wire was used together with a non-manufacturer''s balloon. During inflation of the non-manufacturer''s balloon, a perforation occurred in the mid lad due to aggressive technique and not due to the manufacturer's guide wire. During removal, the manufacturer's guide wire got stuck on the non-manufacturer''s balloon, thus were removed as a unit. Upon removal, a kink was observed on the manufacturer's guide wire. The perforation was treated with a non-manufacturer''s stent. The patient is doing fine, but stayed overnight for monitoring. This adverse event is being submitted because the patient experienced a perforation and required intervention. In addition, product problem is being submitted because the manufacturer's guide wire and non-manufacturer''s balloon were removed as a unit.